Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit. Fail, receiver will not turn on even with a known good battery. Attempt to download the receiver log was performed and failed due to , receiver will not turn on. Perform log review. Unable to review, the receiver will not turn on. Perform receiver functional test. Unable to run because the receiver will not turn on. Open the receiver case for internal visual inspection was performed and passed. The log was not downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.